Event description:
There was surgical delay of 5- 10 minutes, until the conduit tlif cage was newly clamped in the second tlif implant holder and ready for implantation. The dr. Was able to complete the surgery with the second conduit tlif implant holder.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5. Event description updated. H6. Health effect - impact code-(f1908).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that implant inserter sh connection was found broken from the shaft and the fragment was observed jammed in the inserter handle and cannot be removed. No other issues were found. The reported condition can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the implant inserter sh connection would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: (B)(6) tlif implant inserter sh connection, drawing no. 12028.03.075, rev. B current and manufactured. Dimensional inspection: n/a. Part # (B)(6), lot # e21di0137, supplier: eit. Batch1: lot units were released on 31 mar 2022 with no discrepancies. No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that during surgery on an unknown date, the inner shaft of the implant holder was broken, which caused jamming of the knob. There was no patient harm or surgical delay. This report involves one implant inserter sh connection. This is report 1 of 1 for (B)(4).